Manufacturer narrative:
Further information was requested but was not received.

Event description:
It was reported that the patient presented to the clinic due to electrical anomalies observed in the right ventricular (rv) lead. X-ray imaging confirmed rv lead dislodgement. During the repositioning procedure, the rv lead helix failed to extend; therefore, the lead was explanted and replaced. It was also reported that the patient had previously undergone an rv lead replacement procedure due to lead wear. The patient remained stable throughout the procedure.